Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.0x38mm xience sierra and the additional 3.5x19 mm graftmaster stent referenced in b5 is being filed under separate medwatch report numbers.

Event description:
It was reported that the patient presented with nstemi and a 3.0 x 38 mm xience sierra stent and a 3.5 x 38 mm xience sierra stent were placed in the saphenous vein graft (svg) to posterior descending coronary artery (pda). There was under dilated resistant disease noted in the 3.0 x 38 mm xience sierra stent; therefore, high pressure dilatation was performed with a 3.5 mm non-compliant balloon dilatation catheter (bdc), and a perforation was noted. Balloon tamponade was attempted and then three graftmaster covered stents (3.5 x 19 mm (x2), 3.5 x 16 mm) were implanted. Three graftmaster stents were required as there was persistent leak of the perforation. No issues with deployment of the graftmaster stents were noted. The perforation was ultimately sealed by the use of the third graftmaster stent (3.5 x 16 mm) and post-dilatation. Stat echocardiography showed a small effusion on the right ventricle. Periocardiocentesis was performed. The patient is stable. No additional information was provided.